Event description:
The customer reports the monopolar cable caused a fire in the operating room. No injuries. Three phone messages and 2 email messages to customer for additional information with no response.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.